Event description:
It is alleged that after tka surgery, it was found that the connecting part of the y-connector and drain tube was coming apart. The product was used for only a drain and the blood was not returned to the patient. As a result, a transfusion was given to the patient. It is unk whether it was the patient's or donor's blood.

Manufacturer narrative:
Device not returned for evaluation.